Event description:
PICC line placed on (B)(6) 2010 - PICC line appeared to be clogged. When nurse attempted to replace the PICC line on (B)(6) 2010, the PICC line tubing was mis-shaped and appeared to be 6-7 centimeters shorter than normal. Upon CT, the remainder of the PICC line tubing was in the patients right ventricle requiring additional interventional radiology procedure to retrieve the additional PICC line tubing. Other than an additional procedure, patient had no adverse outcome.